Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles experienced detached outer covers. The following information was provided by the initial reporter, translated from (B)(6): the outer cover was not detached.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-apr-2022. H.6. Investigation: two open 31g x 5mm pen needle samples and three photos were returned from lot. No. 0301616, cat. No. 320129. A functionality test was carried out on the returned samples as per q-sop-183-dl and damage to the hub was observed on both samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to misalignment at the pick and place station in assembly.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles experienced detached outer covers. The following information was provided by the initial reporter, translated from japanese: the outer cover was not detached.